Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the medication in the pump was lioresal. The patient had increased tone due to no medication in the pump. The pump was allowed to run 1 month after the alarm date without seeking provider care. The patient was hospitalized for 3 days for medical supervision following refill and dose/concentration adjustment. The patient's outcome was reported as no injury. The patient will be seen every 2 weeks after being discharged from the hospital.

Event description:
It was reported that the patient missed a pump refill. The pump had been empty since (B)(6) 2012. The reporter stated that due to an empty pump, the patient was stiff and uncomfortable, but their heart rate and blood pressure were normal. The medication in the pump was. Patient outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).